Event description:
This event has been brought to our attention by an academic conference (cct 2006). This particular event involved a cypher sirolimus-eluting coronary stent associated with stent fracture and restenosis six to eight months after implantation. The treatment, if any, for this event was not reported.

Manufacturer narrative:
Additional information regarding the patient, procedural, and product specific details is not available. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel. No target vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. It is not known if the lesion was predilated prior to the placement of a cypher stent of unknown size at an unknown maximum inflation pressure. The post procedural administration of asa or ticlid was not reported. According to the presentation's physician, stents tend to fracture because of the coronary artery attempts to regain its original shape. In addition, he found that fractures appear to occur more frequently in tortuous vessels, with longer stents, in areas of hinge motion and more frequently with rca lesions. He further stated that, based on the overall rates of restenosis associated with stent fractures, he could not say that all stent fractures result in restenosis. The product remains implanted in the patient and is thus not available for evaluation. Additionally, as the lot number is not available, a device history review cannot be performed. Conclusion: restenosis is a known potential adverse event following stent implantation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and this event. Please note that this unknown cypher sirolimus-eluting coronary stent is not distributed in the us; however, it is similar to the us cypher sirolimus-eluting coronary stent.